Event description:
Customer reported a malfunction on the pump with a communication error on the touch screen indicated by a malf 5 code. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.